Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e332 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of e332 for the reported issue shows no trends. Trends were reviewed for complaint category tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a tubing leak during the treatment procedure. The customer stated the leak appeared to be coming from the tubing that is attached to the anticoagulant spike. The customer stated they discovered the leak immediately after starting the treatment, and the patient's blood had just entered the collect line. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable. The customer did not return the kit; however, has returned photographs for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Based on the customer provided photographs and the description provided by the customer the tubing leak is verified. A review of the photographs show the leak is likely at the tube to spike chamber bond. The root cause of the leak is most likely due to manufacturing operator error during the bonding process of the tubing into the spike chamber. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. Manufacturing operator retraining has been completed to reinforce tube bonding job instructions. This investigation is now complete. (B)(4).